Event description:
It was reported that this was a venous closure of the right common femoral vein using four proglide devices after an atrial fibrillation ablation procedure with an 8f sheath. Reportedly, after deployment in the large patient, and when pulling on the suture, it did not hold for the four sutures. Bleeding continued as the sutures came out of the vessel. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three proglide devices referenced in b5 are filed under separate medwatch report numbers.